Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to an excessive force applied. In addition, we confirmed that the brand plate and serial number plate missing and the eog valve leaky; however, they are not related to the alleged complaint.